Manufacturer narrative:
We were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. The information provided indicated a sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. An attempt to manually crush the stone while in the duct was attempted with the basket, but this was unsuccessful. The instructions for use for the web extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. The instructions for use of the soehendra lithotriptor cable and conquest lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation is a possibility that may require surgical intervention. The instructions for use of the soehendra lithotriptor cable and conquest lithotriptor cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. The information provided indicated the outer sheath of the basket was removed prior to lithotripsy, which is required for use with the conquest lithotriptor cable. During an attempt to crush the stone, the basket wires broke near the handle. In a second attempt to perform mechanical lithotripsy, a soehendra lithotriptor cable was used. The instructions for use for the soehendra lithotriptor cable include a warning regarding removal of the sheath from the basket. This warning instructs the user not to remove the sheath from the basket because basket fragmentation requiring surgical intervention can result. Because the outer sheath had been removed to use the conquest lithotriptor cable, the basket was used in contradiction with the soehendra lithotriptor cable instructions for use. Removal of the basket sheath could have contributed to breakage of the basket wires. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. Because the outer sheath had been removed to use the conquest lithotriptor cable during the second lithotripsy attempt, the basket was used in contradiction with the soehendra lithotriptor cable instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a stone extraction procedure, the physician used a cook endoscopy web extraction basket. The stone was described as 3cm in size, which is considered large. An attempt to manually crush the stone while in the duct was attempted with the basket, but this was unsuccessful. The basket was cut near the handle and the outer sheath was removed in preparation to perform mechanical lithotripsy. A conquest through the channel (ttc) lithotriptor cable was placed over the basket wires and a soehendra lithotriptor handle was connected to the proximal end. During mechanical lithotripsy in an attempt to crush the stone, the basket wires broke near the handle. In a second attempt to perform mechanical lithotripsy, the endoscope was removed from the patient and a soehendra lithotriptor cable was advanced over the basket wires. The basket wires broke again near the handle. The patient went to surgery for removal of the basket and the stone. The patient did not experience any adverse effects due to this occurrence.